Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, during a ureteroscopy (urs) to remove a ureteral stone in the ureter, an ncompass nitinol tipless stone extractor was tested prior to patient contact and the device functioned properly. Once the device was placed in the ureter, the basket would not open. A new same type device was used to complete the procedure without any problems. When the device was picked up by the cook representative the handle was found to be broken. No section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures of the device were conducted. The device was not returned to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded the specific nature and cause of the reported issue could not be determined without the complaint device available for investigation. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. On 27nov2023. One device was returned to cook for evaluation in an opened pouch without shipping tray. The returned device was found to have a basket that was closed and could not be opened due to handle damage. The cannulated handle and tubing that surrounds it were both damaged. There is no evidence to support that the device was manufactured out of specification. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the basket being stuck could not be established. It was likely the damage to the handle components occurred when attempting to open the basket during use with the basket stuck in the closed position, but this cannot be confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Name and address: postal code: (B)(6). PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureteroscopy (urs) to remove a ureteral stone in the ureter, an ncompass nitinol tipless stone extractor was tested prior to patient contact and the device functioned properly. Once the device was placed in the ureter, the basket would not open. A new same type device was used to complete the procedure without any problems. When the device was picked up by the cook representative the handle was found to be broken. No section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.